Event description:
Additional information received reported that the patient was doing fine now with spinal cord stimulation.

Event description:
Additional information reported that the implantable neurostimulator had been replaced. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37702, serial #(B)(4) found no significant anomalies. Normal end of life, telemetry and output okay.

Event description:
It was reported that the patient was seen on (B)(6) with an end-of-service / end-of-life message, approximately four months after implant. The patient's parameter settings were not available. The patient was scheduled to have a replacement on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3776-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; lead: model 3776-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4).